Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/4/2020. Additional h3 investigation summary: it was reported that the device had performance fixation feature breakage intra-op. It was received for analysis two empty opened labeled winding former and two dispensed needle-suture of product code sxpp1a301. During the visual inspection of samples, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The sutures were examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the samples received, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix broke off at the 2nd stitch¿. Additional information was requested and the following was obtained: please clarify: did two devices experience the reported issue during this one patient event? =>one device is for (B)(4), but it is unknown which device is for (B)(4). Was there a second patient event where one device experienced this issue? If yes, please create a second file for the second patient event. =>see above. No further information will be provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the surgery, the fixation tab of the barbed suture broke off at the 2nd stitch. There were no adverse consequences to the patient.